Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that the pump needed replacement and arranged for a replacement pump to be shipped. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery.